Event description:
"I heard an alarm going off outside of pt's room. I entered the room and the ventilator led screen was totally blank (dark). The alarm continued to go off and the ventilator was not operating properly so we ambued the patient and switched out the ventilator. Patient had sao2 >92% as this was happening." Rep was to pick up vent for company inspection.